Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) and stent placement procedure. According to the complainant, during the procedure, resistance was met when attempting to deploy the stent, and both the guide catheter and push catheter stretched and broke. However, the stent was able to be deployed to complete the procedure. No pieces of the device detached inside the patient and the delivery system was removed as a unit from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of guide catheter and push catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) and stent placement procedure. According to the complainant, during the procedure, resistance was met when attempting to deploy the stent, and both the guide catheter and push catheter stretched and broke. However, the stent was able to be deployed to complete the procedure. No pieces of the device detached inside the patient and the delivery system was removed as a unit from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent component was not returned. Visual evaluation of the device revealed the suture to be intact (unbroken) at the distal end of push catheter. The push catheter was found to be torn and broken near the proximal end; it appeared the push catheter was intentionally cut during use. The guide catheter was found stretched and broken near the proximal end. The broken proximal end of the guide catheter was returned loaded on a guidewire; the guidewire was removed without resistance. No visible damages were observed on the guidewire. The distal end of the guide catheter was inspected and a white residue was found. Analysis of the residue determined it was not an adhesive applied during manufacturing; the residue was most likely generated from the procedure. No obvious suture impressions (kinks/bends) were noted to the distal end of the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.